Manufacturer narrative:
The customer reported the device will be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore; the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the ceramic tip from the resection sheath, 24 fr intermittent irrigation broke off intraoperatively during a transurethral resection of a prostate and laser lithotripsy procedure. The fragment was retrieved from the bladder. The entire piece was retrieved without injury to the patient.

Manufacturer narrative:
This supplemental report is submitted to redact report 9610773-2022-00149/mw # (B)(4) as this event was previously reported via 9610773-2022-00093/mw # (B)(4).